Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts.

Event description:
It was reported that during pre-use tests, the oximeter nixie tubes were found to be incomplete. The spo2 display was missing segments values, and the wiring of pluggable display board had the same issue. However, after replacing the display board, it worked as intended. There was no patient involvement. There is no report of serious injury or death associated with this event.